Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. There was no button error alarm during testing. The unit was unable to perform displacement test due to constant motor error alarms during rewind. The constant motor error alarms was due to corroded motor home switch. The moisture damage on fsr gold, vibrator motor, and all electronic assemblies noted. The unit had minor scratches on lcd window, cracked case at lcd window corners, reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 19.7 mmol/l. The customer treated with a bolus from the insulin pump. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.